Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specs up to (B)(6) 2014. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between the (B)(6) 2014 and the last log entry on (B)(6) 2014. During testing, the returned pad-pak was inserted into the device and passed a self-test; however, a memory full warning was given. The device delivered test therapy sequence without fault and acceptable measurements were recorded. However, the device powered off with a "warning memory full" message. The current drain of the device was measured and indicated a fault with the device. During testing, the device was found to be switching itself on. The fault could not be replicated with a good membrane fitted indicating a fault with the original membrane. It is reasonable to conclude that the reported fault can be attributed to membrane failure. The ten minute time outs and excess current drain would further confirm a failing membrane. A device switching itself on automatically can cause premature depletion of the pad-pak (battery). The pad-pak, which contains the electrode and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.